Event description:
The customer reported that they filled both wash solution a and b containers with wash solution, a fluid, and performed patient testing on the ortho provue analyzer. Samples were processed with only wash solution a on one shift, which was from 12-8pm. Test results were reported. An incorrect wash solution used during testing may cause carry-over, cross contamination or hemolysis of reagents or samples, which could result in erroneous test results.

Manufacturer narrative:
The customer poured the wrong solution in the wrong bottle. Ocd (cts) advised to consult their medical director on evaluation of the test results reported and on the repeat of the samples tested with the wrong solution. The functions of wash solution a and b were also explained to the customer. Instrument malfunction did not occur. User error could not be ruled out as a contributing factor. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).